Event description:
During a bowel resection procedure, the instrument was difficult to open. The surgeon resected the tissue from the specimen side and removed the device. The hosp has reported that the pt's status is satisfactory.